Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was missed all follow up appointments following implant. The patient experienced syncope and chest discomfort and was seen in hospital. It was found that patient's both leads were dislodged and pulled back. The leads were explanted and replaced. No patient complications have been reported as a result of this event.